Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no samples were returned, a product evaluation could not be carried out. A clinical evaluation concluded; 'the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). Per report, the infusion port was pulled out and a new infusion channel was established. It was communicated via e-mail that the patient is ¿in a good condition.¿ therefore, no further medical assessment is warranted at this time.' A risk management review was carried out which identified a possible cause for the reported issue. The risk files for this product contains the failure mode of skin reactions occurring whilst using the dressing leading to type 4 sensitization reaction. As stated in the IFU for this product, dressings and catheter sites should be periodically monitored. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient complained of skin pain and itching at the dressing area. The area was red and blisters appeared around. The dressing was removed to disinfect with iodophor and bandage with gauze. The patient's skin was moist, itchy, and could not be fixed, so change the infusion site. No s & n back up available. The infusion port was pulled out and a new infusion channel was established.